Manufacturer narrative:
This follow up report is submitted due to a missing follow up number and to correct the numbering. This report is a duplicate of 1823260-2017-02546-02 already submitted. The initial sample value of 315.7 miu/ml was accompanied by a data flag. The original sample was repeated a second time using the primary tube on (B)(6) 2017, resulting as 0.177 miu/ml. No foam or fibrin was present in the complained sample. The field service engineer performed preventive maintenance on the analyzer and changed the pinch valve tubing. A problem was observed with the sipper probe and it was adjusted . The liquid level detection circuit board for the sample probe was changed. There have not been any additional issues since these service actions. Quality controls were within range on (B)(6) 2017 and (B)(6) 2017. The last calibration performed on 18-oct-2017 recovered within expectations. Upon review of the alarm trace, sample clot, short sample, and sample liquid level detection malfunction alarms were present on (B)(6) 2017. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The instrument issues found by the field service engineer may be a possible root cause. Other possible root causes include insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was reported outside of the laboratory. The sample initially resulted as 315.7 miu/ml. A second sample was collected from the patient and tested on (B)(6) 2017, resulting as 0.487 miu/ml. The customer then repeated the original sample on (B)(6) 2017, resulting as 0.638 miu/ml. The customer used 13 x 100 mm tubes without rack adapters. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 24044401, with an expiration date of 31-aug-2018.